Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17576. The pt reported he experienced a burn over his scs ipg pocket site (black and blistered) after charging. The pt began treating the burn with neosporin. Follow-up identified, the physician diagnosed an internal burn at the site, prescribed medication to treat the burn and advised the pt to abstain from using the scs system unit the site healed or only use stimulation as needed if pain medications were ineffective. The pt was also advised to turn off the scs ipg upon charging (if needed). Additionally, the pt received a replacement charging system. Additional information from (B)(4) 2013 identified the pocket site is improving and pt has neither used stimulation nor charged. Furthermore, the pt was advised to attempt charging for approximately 15 minutes to assess whether he experiences heating and update the physician.

Manufacturer narrative:
This ipg serial number was included n a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.